Manufacturer narrative:
The local boston scientific field representative programmed the device back to an aair-75 configuration, and the patient now reports feeling well. No additional changes have been made to the system, and current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) patient was in heart block with his device programmed to aai mode, resulting in a ventricular rate of approximately 45 beats per minute. It is unknown why the device was programmed in this manner. The patient was reportedly symptomatic and out of breath.